Manufacturer narrative:
As reported, the balloon of a 5f mynxgrip vascular closure device was ruptured. There was no reported patient injury. Additional procedural details were requested but are unknown. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 5f was returned. Per visual analysis, the shuttle cartridge was disengaged from the black handle. The sealant and advancer tube were found inside the shuttle cartridge tubing. The procedural sheath was separated from the device. No anomalies were observed. Per functional analysis, leak testing was performed on the balloon of the returned device and found no leak in the balloon. Subsequently, it was revealed that there was no saline in the balloon of the returned device. Vacuum was drawn from the balloon, then the balloon was inflated with water. Pressure was maintained with proper functioning of the inflation indicator. The inflated balloon diameter was verified and noted to be within specification. Per microscopic analysis, no saline in the balloon of the returned device was found which indicates that the balloon may have not been purged of air during the preparation phase. A product history record (phr) review of lot f1923803 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was not confirmed during analysis of the returned device. The device passed functional analysis. The exact cause of the reported event could not be conclusively determined. Incorrect preparation of the balloon during the preparation phase, may have contributed to the reported event. According to the instructions for use (IFU), which is not intended as a mitigation of risk, purge the device of air by drawing vacuum with 2-3 ml of sterile saline prior to use. Failure to purge the device of air during the prep phase and/or excessive tension applied to the catheter during pullback can cause the balloon to partially collapse as the air in the system is exposed to additional compressive forces and cause the balloon to be pulled through the arteriotomy. Neither the phr review, nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, the balloon of a 5f mynxgrip vascular closure device was ruptured. There was no reported patient injury. The device will be returned for analysis. Additional procedural details were requested but are unknown.